Manufacturer narrative:
The insulin pump passed the functional tests, including prime, displacement, basic occlusion, occlusion and excessive no delivery test. No prime/fill or prime alarms noted. Intermittent button response due to corroded keypad traces. Scratched display window noted.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was stated that the customer received an alarm during the manual prime. It was stated that the piston continued pushing forward, and insulin squirted out at the end of the tubing. It was stated that the battery was replaced, but the insulin pump was not functioning. It was stated that the customer checked her blood glucose levels, and the reading was 324 mg/dl. At that time the mother took the customer to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.